Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine testing the cardiosave intra-aortic balloon pump (iabp) has an ispb fill error fault. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) (B)(6). A gettinge fse dispatched to evaluate the device and the faulty pim module was identified and replaced, after which full functional testing was carried out in accordance with the device specifications. Electrical safety testing was also completed following the as3551 standard. The device is now operating correctly and within all required specifications.

Event description:
N/a.